Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 73mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck was 25mm in diameter and 21mm in diameter at the aneurysm entry. The proximal neck length was 10mm. I was reported that a type ia endoleak was identified due to disease progression. An intervention was performed where an endurant cuff was added; however, the endoleak was not resolved. Another manufacturer's stent was also added and the endoleak was still noted. No additional clinical sequelae were reported and the patient will be monitored by the physician.